Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-may-2024, it was reported that patient faced ten cannula leaking events. Leakage was located at site. Event occurred after 3 hours of insertion. Insertion site was at thigh and abdomen. The set was in use for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1922463 - MDR 3003442380-2024-16982 - device 2 of 10.